Event description:
During preventative maintenance, the autopulse platform (sn 30793r) failed functional testing due to user advisory 17 (max motor on time exceeded during active operation). No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn 30793r) failed functional testing due to user advisory 17 (max motor on time exceeded during active operation). The root cause of the observed ua17 was a failed drive train motor. The drive train motor needs to be replaced to address the observed failure. Upon visual inspection, a cracked bottom cover was noted and needs to be replaced to address the observed physical damage. The load cell characterization test confirmed that both cell modules function within the specification. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn 30793r.